Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the chief resident fired two clips in the cystic artery without issue. When they fired the third clip, no clip came out. They attempted to fire again and the clip that deployed didn't close at all. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.